Event description:
It was reported that the physician implanted a helex septal occluder to close a patent foramen ovale. Four hours post implant, the patient had cardiac tamponade. A pericardiocentesis was performed thereby resolving the tamponade. The patient is doing well.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Inadvertantly sent information for the accuchek comfort curve strips instead of the accuchek aviva strips.

Event description:
Customer reportedly received results of 300 mg/dl and 60 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.